Event description:
The customer reported the backup battery failed testing. The ventilator was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) confirmed the reported problem. If a loss of power occurs during use due to the backup battery not working it may result in the unit shuting down. The fse replaced the backup battery to correct the reported problem. Applicable final testing was completed per operating specifications and passed.